Event description:
Fingerstick with accuchek showed results of 306. Because results seemed high, a blood sugar was drawn by lab. This result was 143. No harm to pt, but reliability of glucometer questioned considering inaccurate results on other pts using a different accuchek unit.